Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: there were multiple unexplained pump reboot events observed on (B)(6) 2016. There was evidence of moisture corrosion observed on the display screen inside the pump. Moisture corrosion was found to the printed circuit board.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.